Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender: unknown, information not provided. Section d6: if implanted, give date: not applicable, as lens was not implanted. Section d7: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Device evaluation: the pcb00 product was returned in its original package. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. The lens was not returned with the preloaded device. No other defect was observed to the device. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as assembly issues was not verified. The complaint issue reported as device advancement issue could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not loaded correctly and therefore would not deploy. Surgeon went to insert the tip of injector into eye and could not deploy lens. There were no medical/surgical interventions required. During product evaluation, the cartridge tip was observed deformed. No further information available.